Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 94mg/dl and 168mg/dl. Tests were done within 10 minutes with a difference of 50%. Patient did not experience any adverse events.